Manufacturer narrative:
The following fields were updated due to corrected information: d.10. Device available for eval?: no. D.10. Returned to manufacturer on: na. H.6. Investigation: no sample was returned for investigation. This complaint of separation cannot be verified without further information and the root cause remains unknown. A device history record review for model 2426-0007, lot number 20045958 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A complaint history check was performed and this is the 2nd related complaint reported with the defect/condition of separation with lot #20045958 regarding item #2426-0007.

Event description:
It was reported that the as lvp 20d 3ss cv IV tubing broke apart and leaked. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "multiple IV tubings have broken apart."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the as lvp 20d 3ss cv IV tubing broke apart and leaked. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "multiple IV tubings have broken apart."